Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer called for a pc board on an old 5lx non-platinum machine, stating there is no alarm when the o2 is low.